Manufacturer narrative:
Updated g3. B5: describe event or problem, updated information. H10, component code: g04122 added. Medical device problem code: updated the codes to a150207 and a150203; codes a150302 and a0512 were no longer applicable. Type of investigation: codes b19, b11, b14 added. Code b20 is no longer applicable as there was the deployer of the device available for evaluation. Investigation findings: added code c19. The code c21 is no longer applicable. Investigation conclusion: added code d15. The code d16 is no longer applicable. H10 investigation summary and findings: the manufacturing records were reviewed and documented in the product history task. The device met all pre-release specifications. The findings from the evaluation of the provided photos and the returned constraining loop are consistent with the reported failure mode that resistance was encountered while attempting to remove the constraining loop and likely resulted in the leading end of the device constraining. The shrink tube was observed to be bunched up, deformation was observed near the skive on the leading tip, and the constraining loop was broken. Further, it was reported that after manipulation of the delivery catheter and eventual removal the constraining loop was still inside the patient and emerging from the sheath, and during its attempted removal the leading end of the device constrained. These findings indicate the constraining loop eyelet was caught at the leading end of the deployed endoprosthesis which would result in the reported resistance and the leading end of the endoprosthesis constraining during attempted removal. The location that the constraining loop eyelet got caught and the cause could not be established with the available information.

Event description:
It was reported to gore that on (B)(6) 2025 this patient underwent an endovascular procedure with gore® excluder® aaa endoprosthesis devices to treat an abdominal aortic aneurysm. Additionally, gore® dryseal introducer sheaths (dsfs) were used. Prior to inserting a gore® excluder® conformable aaa endoprosthesis device, angiography imaging was performed to visualize and mark the renal arteries. As there reportedly was a penetrating aortic ulcer on the left side at the level of the bifurcation, the main body was not rotated inside the patient but inserted through a gore® dryseal flex introducer sheath from the right as preparation for ballerina positioning to facilitate deployment. The first deployment step ensued without resistance and no signs of crushing. After it was successfully cannulated into the contralateral gate, guidewires were changed to a amplatz super stiff¿ guidewire on the left and a cook lunderquist® extra-stiff guidewire on the right to verify the catheter of the contralateral leg device is inside the contralateral gate of the main body. Further, it was introduced under imaging a gore® dryseal introducer sheath dsf1233 through the contralateral gate, it was advanced into the main body up to the level of the 3 (three) proximal markers of the main body. When slightly altering the projection to better visualize alignment of those markers, it was observed that the marker was at the level of the ostium of the right renal artery. First deciding to reposition the gore® excluder® conformable aaa endoprosthesis to solve this issue, the device reportedly was only constrained and subsequently unconstrained without moving the handle as it turned out that repositioning was not necessary. With the black nut now in the correct position in the transparent knob housing and the device opened at full diameter, the physician pulled the transparent knob about halfway, but suddenly felt significant resistance, so the knob could not be removed from the system. Intra-procedural angiography imaging showed that the endoprosthesis reportedly was closing in on itself with the right lateral proximal marker appearing most prominent in the imaging. In an attempt to remedy the situation, the lid of the deployment line access hatch was reportedly removed and lines 2, 3, 4, and 5 were noted to be present. The lock pin line labelled 2 was cut and removed, followed by partial removal of constraining loop line 3 as well as removal of secondary sleeve deployment line 4. During the line removals the device was observed to have moved distally towards the aneurysm but was then moved back proximally and positioned below the renal arteries as intended. To proceed with the procedure, the physician initiated secondary device deployment by pulling the grey deployment knob and the ipsilateral leg opened as typical. Subsequently, proximal ballooning with a gore® molding and occlusion balloon catheter mob 37 was performed. However, when attempting to remove the catheter of the gore® excluder® conformable aaa endoprosthesis from the patient, the stent again migrated distally and was closing in on itself with the proximal marker towards the right renal artery showing again higher than the other markers and closer towards the left. Several catheter removal attempts were made, including repeat proximal device ballooning, inserting a gore® dryseal introducer sheath dsf1633 and advancing it to the proximal portion of the device, as well as rotating the handle. Eventually, the physician managed to remove the catheter but line 3 reportedly was still inside the patient and was emerging from the gore® dryseal introducer sheath. When trying to remove it, the device reportedly showed the same descending and closing behavior. Although initially was a strong resistance felt in the proximal portion of the device, both, the line and the sheath were successfully retrieved. Final imaging was unremarkable and the procedure concluded as planned. The patient tolerated the procedure.

Manufacturer narrative:
Investigation is ongoing. H6, type of investigation, code b20: the device remains implanted in the patient, therefore, a device evaluation could not be performed. The catheter with the handle was not kept by the health care provider (discarded accidently). However, the single wire that was retrieved from patient is still available. Gore requested the line #3 from the customer. The conclusions are not reached yet. Further communication with the health care provider is planned. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025 this patient underwent an endovascular procedure with gore® excluder® aaa endoprosthesis devices to treat an abdominal aortic aneurysm. Additionally, gore® dryseal introducer sheaths (dsfs) were used. Prior to inserting a gore® excluder® conformable aaa endoprosthesis device, angiography imaging was performed to visualize and mark the renal arteries. As there reportedly was a penetrating aortic ulcer on the left side at the level of the bifurcation, the main body was not rotated inside the patient but inserted through a gore® dryseal flex introducer sheath from the right as preparation for ballerina positioning to facilitate deployment. The first deployment step ensued without resistance and no signs of crushing. After having successfully cannulated the contralateral gate, guidewires were changed to a amplatz super stiff¿ guidewire on the left and a cook lunderquist® extra-stiff guidewire on the right to verify the catheter of the contralateral leg device would be inside the contralateral gate of the main body. Under imaging, a gore® dryseal introducer sheath dsf1233 was therefore inserted through the contralateral gate and advanced inside the main body up to the level of the 3 proximal markers of the main body. When slightly altering the projection to better visualize alignment of those markers, it was observed that the marker was at the level of the ostium of the right renal artery. First deciding to reposition the gore® excluder® conformable aaa endoprosthesis to solve this issue, the device reportedly was only constrained and subsequently unconstrained without moving the handle as it turned out that repositioning was not necessary. With the black nut now in the correct position in the transparent knob housing and the device opened at full diameter, the physician pulled the transparent knob about halfway, but suddenly felt significant resistance, so the knob could not be removed from the system. Intra-procedural angiography imaging showed that the endoprosthesis reportedly was closing in on itself with the right lateral proximal marker appearing most prominent in the imaging. In an attempt to remedy the situation, the lid of the deployment line access hatch was reportedly removed and lines 2, 3, 4, and 5 were noted to be present. The lock pin line labelled 2 was cut and removed, followed by partial removal of constraining loop line 3 as well as removal of secondary sleeve deployment line 4. During the line removals the device was observed to have moved distally towards the aneurysm but was then moved back proximally and positioned below the renal arteries as intended. To proceed with the procedure, the physician initiated secondary device deployment by pulling the grey deployment knob and the ipsilateral leg opened as typical. Subsequently, proximal ballooning with a gore® molding and occlusion balloon catheter mob 37 was performed. However, when attempting to remove the catheter of the gore® excluder® conformable aaa endoprosthesis from the patient, the stent again migrated distally and was closing in on itself with the proximal marker towards the right renal artery showing again higher than the other markers and closer towards the left. Several catheter removal attempts were made, including repeat proximal device ballooning, inserting a gore® dryseal introducer sheath dsf1633 and advancing it to the proximal portion of the device, as well as rotating the handle. Eventually, the physician managed to remove the catheter but line 3 reportedly was still inside the patient and was emerging from the gore® dryseal introducer sheath. When trying to remove it, the device reportedly showed the same descending and closing behavior. Although initially was a strong resistance felt in the proximal portion of the device, both, the line and the sheath were successfully retrieved. Final imaging was unremarkable and the procedure concluded as planned. The patient tolerated the procedure.